Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. The automatic sense test showed that the r-wave value appeared to be lower than programmed value. Programming changes were made.